Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed and the cause was use-related. The product returned for evaluation was one 4fr s/l powerpicc catheter and two 3cg stylets. Usage residues were evident throughout the sample elements. One stylet was received in two segments which shared a complete break approximately 4cm from the distal tip. The distal segment included the distal weld tip. The second stylet appeared intact. Both stylets were missing the tether assembly. The catheter was received in three segments which shared complete breaks at the 30cm and 46cm depth markings. Microscopic inspection of the breaks in the catheter revealed striations typical of sharp instrument cuts. Microscopic inspection of the break in the stylet revealed highly irregular edges in the plastic coating. The wire break edges appeared sharply defined with an angled profile. The lower edge exhibited a region of increased luster and a beveled edge. The characteristics of the complete break in the stylet were consistent with damage caused by with a sharp instrument such as scissors. It appeared that the stylet was left in place when the catheter was trimmed. The product IFU states ¿do not cut stylet.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
Facility contact reported to sales representative that when PICC rn was placing a PICC with 3cg, they noticed that the wire was allegedy not secured with tape. The PICC rn asked for another PICC and was said to have done a guidewire exchange. When the nurse pulled out the PICC remnant, another wire about 2 inches long allegedly came out with the remnant. No patient harm reported.